Event description:
The customer reported that the pump had an alarm. Instructed the customer to clean the battery cap and change the batteries. The customer was on manual injections at the time of call. Later the customer called back and stated that they were hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives.